Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, high capture threshold was observed on the right ventricular lead due to lead dislodgment. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.